Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a. Software version: n/a . Color: blue. Battery life remaining: n/a. Customer reports: inpen is not working, it won't register doses and leadscrew won't go any further. Dosing window fell off. Per visual inspection: missing dosing window and cap won't stay on. Several attempts were made to pair inpen, every time app displayed dose doesn't match and inpen not found. The inpen does not pair with commercial mobile app. Leadscrew received fully re-wound. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. Hard to dial more than 4 units. The injection button was removed and no dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating causing misalignment of the encoder and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing and preventing inpen to pair due to misalignment of encoder. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap cracked / broken. The customer complaint of no communication, leadscrew anomaly and missing dosing window are confirmed.

Event description:
Medtronic received information that leadscrew anomaly occurred. There was no adverse impact or consequence reported as a result of this event.